Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was over-sensing far r-waves leading to inappropriate automatic mode switches (ams). The patient was asymptomatic. Further information was requested but not received.